Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A (B)(6) female patient was admitted due to cardiac arrest. An icy catheter was placed in patient's left femoral vein by an experienced physician and cooling was set to 33 °c. During the rewarming phase, the attending health care professional (hcp) noted the 500cc saline bag was empty and the air trap alarm was noted. There was no fluid found around the thermogard xp ivtm console or around the patient. Following the event, the suk was replaced and a second saline bag (500 cc) was used. Approximately 6 hours later, the air trap alarm occurred and the second bag was found empty. No blood was observed in the tubing and again there were no leaks around the thermogard xp ivtm console or around the patient. A secondary thermogard console was not available and according to the reporter, the patient had to passively rewarm. It is also not specified when the patient completed their temperature management therapy.